Manufacturer narrative:
Analysis was unable to confirm the customer comments of both stylus pen calibration failure and failure to boot up. The programmer was returned without a stylus and when a new one was installed it was able to be calibrated without issue, and to address the boot up complaint the hard drive was reconfigured and the software was reloaded and updated, but as preventive measures. It was noted that the keyboard cover was missing so a new one was installed. The circuit boards and mechanical parts were inspected. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pen calibration failure and that the programmer would not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.